Event description:
It was reported that the implantable pulse generator (ipg) device had a power on reset (por) which was revealed from the remote monitor transmission. It was also reported that the battery software will be reloaded in the device at the patient's next scheduled yearly visit and the patient is doing fine. The ipg device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. The device experienced a critical ram parity error por on (B)(6) 2012 in location "2c c1". The device should be able to recover from the event and continue normal function.